Event description:
It was reported that an infusor was observed to have a "plastic-like" particulate in the solution. The solution was filtered prior to filling of the device. This condition was observed outside of patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13f014 was manufactured between june 2, 2013 and june 3, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection confirmed the reported condition. A tiny, solid, white particle approximately 2mm in size, was found floating in the solution of the bladder. The particle was in the fluid path. The tiny particle was identified to be a polyester material. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The method used to determine that the particle was of polyester material was spectrophotometer scanning. The cause of the particle was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.